Event description:
It was reported that while using bg run mode, the user observed hyperglycemia with blood glucose rising to 400 mg/dl after dinner, administered 15 units of rapid-acting insulin via mdi, then was guided to disconnect, pause, and turn off the ilet, and later reported a morning blood glucose of 500 mg/dl, treated with an additional 10 units via mdi, with continued use of subcutaneous insulin injections until new cgm sensors arrived. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.